Event description:
According to the literature source of study performed between january 2014 and january 2021, a retrospective case series aimed to describe a robotic approach in treating the management of failed sacrocolpopexy and sacrocolpopexy complications in patients undergoing abdominal re exploration after initial surgery for treatment of pelvic organ prolapse. Nineteen patients were identified by current procedure terminology codes; ten met inclusion criteria. There was one patient, who presented with complaints of irregular bleeding, was found to have a serosanguinous fluid collection overlying mesh on anterior cervix with competitor suture, as well as 5 protacks from a previous repair. The patient underwent a robotic excision of mesh, trachelectomy, utererosacral ligament suspension with cystoscopy. Patient was without complaints 6 months post-operatively.

Manufacturer narrative:
Title: a robotic approach to management of failed sacrocolpopexy and sacrocolpopexy complications: a case series source: international urogynecology journal https://doi.org/10.1007/s00192-022-05134-4. If information is provided in the future, a supplemental report will be issued.